Event description:
The reporter stated the surgeon attempted to use a cq2015a collamer aspheric three piece lens. The reporter who was present during this incident stated the tech opened the vial and poured the contents into a tray. When the tech held the lens, noticed loop haptic was bent. Stated lens was received damaged. There was no attempt to load the lens. No patient contact.

Manufacturer narrative:
(B)(4). Method - lens work order search. Results - visual inspection of the returned product found one loop haptic bent. Lens was returned in liquid. A lens work order search was performed and no similar complaint was found within the same work order. Conclusions - based on the complaint history, lens work order search and the evaluation of the returned product, a specific root cause of this event could not be determined. (B)(4).